Event description:
The customer reported via phone call that the insulin pump had a blank display, experienced shortened battery life, and had a stuck battery cap. The customer stated that the insulin pump would not hold a charge. She stated that the insulin pump had not alerted low battery prior to the blank display. The customer did not know the blood glucose reading. She was unable to get the battery cap off the insulin pump in order to troubleshoot for the blank display. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.